Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer experiencing high blood glucose and no delivery alarm. Blood glucose level at the time of the incident was 440 mg/dl. Customer did use auto mode. The insulin pump will not be replaced.